Event description:
To summarize this event, six hours post-implant the 18mm amplatzer septal occluder ("aso") embolized to the right pulmonary artery. The aso was retrieved and a 22mm aso was successfully implanted. No further information was provided to aga medical.

Event description:
It was reported that during a laparoscopic super cervical hysterectomy procedure, the active blade broke off. It did not fall into the pt. Not sure if the blade broke while on the back table or in hand. There was multiple instrument error code 5 prior to the event. A second device was used to complete the procedure without any impact to the pt.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: this patient had a moderate to large atrial septal defect (asd) that was suitable for device closure. The intra-operative tee revealed a nearly absent aortic rim, but was present in other angles. The posterior rim was slightly thin but adequate; the svc and ivc rims were adequate. The superior and av valve rims were adequate as well. The static measurement of the defect was 16.6mm, as recorded on the images provided. Balloon sizing was performed; however, if the thin posterior rim was included, the diameter, as measured by aga's medical consultant, was about 19-20mm. The 18mm aso was placed after multiple tries. Following release, it was noted that the device had prolapsed and was poorly angled in relation to the defect. The aortic edge of the device pointed inward toward the right atrium. In the caval view, the edge of the left atrial disc toward the svc barely hung-on to the svc rim. In addition, a residual shunt was seen between the device discs and the svc. By report, the aso embolized into the pulmonary artery and was retrieved percutaneously. The second echocardiogram revealed the defect was about 21.8mm and a 22mm aso was placed and appeared to be well-seated. Follow up echocardiograms at one-month revealed a stable device position. According to aga's medical consultant, the 18mm aso embolized because it was under-sized. The defect was as large as 20mm with a deficient aortic rim. A 22mm aso was appropriate for this size defect, and a 22mm device was successfully implanted following retrieval of the 18mm aso.

Manufacturer narrative:
The device manufacture date was corrected.

Event description:
It was reported to covidien on (B) (6) 2009, that a customer had an issue with a peritoneal dialysis catheter adapter. The customer reports patient's adapter fell out of the peritoneal dialysis catheter. It was further reported that the parent of the patient re-connected the adapter to the catheter. Patient developed peritonitis (B) (4) 2009, and required antibiotics.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical and decontaminated. The device was examined, measured and confirmed to meet dimensional specifications. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report at that time.